Manufacturer narrative:
(B)(6).

Event description:
It was reported that dyonics power sagittal saw was not operating and then the hand piece started to overheat. No patient injury was reported.

Manufacturer narrative:
The device was received and sent to the OEM (original equipment manufacturer) for evaluation. There was a relationship found between the returned device and the reported incident. An evaluation was performed by the OEM and no visual deficiencies were reported. A functional evaluation was performed by the OEM and it was reported that the handpiece was not running and overheated due to a seized motor. The complaint was verified and the root cause was determined to be an electrical failure. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.